Event description:
It was reported that when using the bd pyxis¿ es server, user was requested to set multiple stations to critical override and was also informed that their server was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no issues were identified. A technical support specialist (tss) ran a site-down query, and everything appeared normal. The tss also checked for stations currently on critical override and found only one facility, where users were manually set. The tss then contacted the customer and confirmed that the issue had resolved itself. The system functioned as intended after technical support specialist investigated the device.